Event description:
On (B)(6) 2012, customer reported arcing coming from the on/off button of the fp1000 instrument. This occurred when the on-switch was activated. There was no report of death or injury and medical attention was not sought. There was no report that the fire department was notified. The use of a fire extinguisher was not required. No erroneous patient results were generated during this event. Field service engineer (fse) inspected the instrument and replaced the on/off switch. After removing the faulty switch the fse disassembled it and found that the connector was burnt from the arcing. This resolved the issue and no further problems have been reported.

Manufacturer narrative:
(B)(4).